Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil migrated outside of the fallopian tube into the pelvis/ failure to occlude (close) fallopian tube") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure (batch no. C91773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dizziness, chronic migraine, hyperlipidemia, low back pain, urinary tract infection, gerd and panic attacks. Concomitant products included citalopram hydrobromide (celexa) from (B)(6) 2017 to (B)(6) 2017, etonogestrel (implanon), ibuprofen, ondansetron since 2014 and ranitidine hydrochloride (ranitidin) since 2010. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 8 months 21 days after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). In (B)(6) 2016, the patient experienced depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery ( underwent a bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower and procedural pain outcome was unknown and the depression had not resolved. The reporter considered abdominal pain lower, depression, device dislocation, genital haemorrhage and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: right coil migrated from fallopian tube to pelvis hysterosalpingogram - on (B)(6) 2015: full occlusion of left fallopian tube (B)(6) 2015 type of test: hysterosalpingogram (hsg) hysterosalpingogram (hsg) results of essure confirmation test: unilateral occlusion(left tube occluded), other (please describe) right tube patent. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet- all relevant medical history, concurrent condition, lot number were added. Event depression was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil migrated outside of the fallopian tube into the pelvis/ failure to occlude (close) fallopian tube") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure (batch no. C91773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dizziness, chronic migraine, hyperlipidemia, low back pain, urinary tract infection, gerd, panic attacks, breast feeding and back pain (since pregnancy). Concomitant products included citalopram hydrobromide (celexa) from march 2017 to september 2017, etonogestrel (implanon), ibuprofen, ondansetron since 2014 and ranitidine hydrochloride (ranitidin) since 2010. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 8 months 21 days after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (on (B)(6) 2016 she underwent a bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower and procedural pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on 14-dec-2015: right coil migrated from fallopian tube to pelvis hysterosalpingogram - on 14-sep-2015: full occlusion of left fallopian tube 14sep2015 and 14dec2015 type of test: hysterosalpingogram (hsg) hysterosalpingogram (hsg) results of essure confirmation test: unilateral occlusion(left tube occluded), other (please describe) right tube patent. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil migrated outside of the fallopian tube into the pelvis/ failure to occlude (close) fallopian tube') in a 27-year-old female patient who had essure (batch no. C91773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herpetic vulvovaginitis, dysplasia, folliculitis, pulmonary embolism, hernia, menometrorrhagia, polymenorrhea and constipation. Concurrent conditions included dizziness, chronic migraine, hyperlipidemia, low back pain, urinary tract infection, gerd, panic attacks, breast feeding and back pain (since pregnancy). Concomitant products included from (B)(6) 2017 to (B)(6) 2017, etonogestrel (implanon), ibuprofen, ondansetron since 2014 and ranitidine hydrochloride (ranitidin) since 2010. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"), 8 months 21 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain lower ("cramping"), migraine ("migraines / headaches"), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (B)(6) 2019 total hysterectomy (uterus and cervix removed), d&c). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, procedural pain and migraine outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, alopecia, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. The essure device was then removed from the packaging and inserted into the patient-s left fallopian tube per manufacturer-s instructions with the observation of 4 coils. There was observation of 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: results: right coil migrated from fallopian tube to pelvis. Hysterosalpingogram - on (B)(6) 2015: results: full occlusion of left fallopian tube. Diagnostic results: (B)(6) 2015 and (B)(6) 2015 type of test: hysterosalpingogram (hsg) hysterosalpingogram (hsg) results of essure confirmation test: unilateral occlusion(left tube occluded), other (please describe) right tube patent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil migrated outside of the fallopian tube into the pelvis/ failure to occlude (close) fallopian tube") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure (batch no. C91773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dizziness, chronic migraine, hyperlipidemia, low back pain, urinary tract infection, gerd, panic attacks, breast feeding and back pain (since pregnancy). Concomitant products included citalopram hydrobromide (celexa) from march 2017 to september 2017, etonogestrel (implanon), ibuprofen, ondansetron since 2014 and ranitidine hydrochloride (ranitidin) since 2010. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 8 months 21 days after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (on (B)(6) 2016 she underwent a bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower and procedural pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: right coil migrated from fallopian tube to pelvis hysterosalpingogram - on (B)(6) 2015: full occlusion of left fallopian tube (B)(6) 2015 and (B)(6) 2015 type of test: hysterosalpingogram (hsg) hysterosalpingogram (hsg) results of essure confirmation test: unilateral occlusion(left tube occluded), other (please describe) right tube patent. Most recent follow-up information incorporated above includes: on 22-may-2018: consumer's information updated, plaintiff is withdrawing psychiatric claim so depression event is deleted. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('right essure coil migrated outside of the fallopian tube into the pelvis/failure to occlude (close) fallopian tube'). In a 27-year-old female patient who had essure (batch no. C91773), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: herpetic vulvovaginitis, dysplasia, folliculitis, pulmonary embolism, hernia, menometrorrhagia, polymenorrhea and constipation. Concurrent conditions included: dizziness, chronic migraine, hyperlipidemia, low back pain, urinary tract infection, gerd, panic attacks, breast feeding and back pain (since pregnancy). Concomitant products included: citalopram hydrobromide (celexa) from (B)(6) 2017, etonogestrel (implanon), ibuprofen, ondansetron since 2014 and ranitidine hydrochloride (ranitidin) since 2010. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"), (B)(6) months (B)(6) days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain lower ("cramping"), migraine ("migraines/headaches"), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery ((B)(6) 2019 total hysterectomy, (uterus and cervix removed), d&c). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, procedural pain and migraine outcome was unknown. And the vaginal haemorrhage, menorrhagia, dysmenorrhoea, alopecia, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on (B)(6) 2015, results: right coil migrated from fallopian tube to pelvis. Hysterosalpingogram: on (B)(6) 2015, results: full occlusion of left fallopian tube. Diagnostic results: (B)(6) 2015, type of test: hysterosalpingogram (hsg) hysterosalpingogram (hsg) results of essure confirmation test: unilateral occlusion(left tube occluded). Other (please describe) right tube patent. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: events: "abnormal bleeding (vaginal), migraines/headaches, dysmenorrhea (cramping), abnormal pain, alopecia, pelvic pain" were added. Outcome of events: "abnormal bleeding (vaginal), dysmenorrhea, hair loss, abdominal pain, pelvic pain" were updated as recovered. Medical history was added. Seriousness criteria of event genital hemorrhage was removed. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil migrated outside of the fallopian tube into the pelvis") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 8 months 21 days after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (on (B)(6) 2016 she underwent a bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower and procedural pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: right coil migrated from fallopian tube to pelvis. Hysterosalpingogram - on (B)(6) 2015: full occlusion of left fallopian tube. Most recent follow-up information incorporated above includes: on 25-sep-2017: after internal review the ccc, product indication and therapy stop date were added, the event "abnormal bleeding" became serious per medical significance, the incident category of the event "severe cramping" changed from 'incident' to 'other event' and the incident category of the event "right essure coil migrated outside of the fallopian tube into the pelvis" changed from 'other event' to 'incident'. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil migrated outside of the fallopian tube into the pelvis/ failure to occlude (close) fallopian tube') in a 27-year-old female patient who had essure (batch no. C91773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herpetic vulvovaginitis, dysplasia, folliculitis, pulmonary embolism, hernia, menometrorrhagia, polymenorrhea and constipation. Concurrent conditions included dizziness, chronic migraine, hyperlipidemia, low back pain, urinary tract infection, gerd, panic attacks, breast feeding and back pain (since pregnancy). Concomitant products included citalopram hydrobromide (celexa) from (B)(6) 2017, etonogestrel (implanon), ibuprofen, ondansetron since 2014 and ranitidine hydrochloride (ranitidin) since 2010. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea cramping") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"), 8 months 21 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain lower ("cramping"), migraine ("migraines / headaches"), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (B)(6) 2019 total hysterectomy (uterus and cervix removed), d&c). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, procedural pain and migraine outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, alopecia, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: results: right coil migrated from fallopian tube to pelvis. Hysterosalpingogram - on (B)(6) 2015: results: full occlusion of left fallopian tube. Diagnostic results: (B)(6) 2015 type of test: hysterosalpingogram (hsg). Hysterosalpingogram (hsg) results of essure confirmation test: unilateral occlusion(left tube occluded), other (please describe) right tube patent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs received events "abnormal bleeding (vaginal), migraines / headaches, dysmenorrhea (cramping), abnormal pain, alopecia, pelvic pain" were added. Outcome of events "abnormal bleeding (vaginal), dysmenorrhea, hair loss, abdominal pain, pelvic pain" were updated as recovered. Medical history was added. Seriousness criteria of event genital hemorrhage was removed. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.